Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of microintroducer sheath crack is confirmed; however, the exact cause is unknown. Two photographs of a microintroducer sheath were returned for evaluation. Visual observation of the first photograph shows an assembled microintroducer. The distal tip of the microintroducer sheath is observed to have a crack. No damage, blood, or use residue can be observed from the photograph. The second photograph provided is observed to be documentation of labeling. The batch number can be confirmed as reks1333. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during the puncture procedure; while preparing the pre-filled catheter and micro-intubation kit, a noticeable crack was observed at the tear-off tip of the micro-intubation kit. The product was deemed unusable for the puncture. A new catheter was opened and used to successfully place the PICC catheter in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.